Manufacturer narrative:
A pericardial effusion was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturing reference numbers: 9680001-2017-00091, 3005334138-2017-00236, 3008452825-2017-00308. During an atrial fibrillation ablation procedure, a pericardial effusion occurred. Following ablation of the cavotricuspid isthmus at the end of the procedure, the catheter was advanced to the left atrium and the patient became hypotensive. An echocardiogram revealed an effusion, for which a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.